Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B)(4) a message regarding the aida files not saving was seen. Since the device remains implanted, the files from the programmer were reviewed. The files revealed that the programmer software could not save aida data because of a conflict when accessing the recorded data; it is a programmer issue. The routine that records aida data does not have a provision to reject read requests while the function is writing data. There is no pt safety issue. The solution is to re-interrogate as requested by the error message. (B)(4). Conclusion: there is no problem with the implant, it is a programmer issue. The routine that records aida (internal holter) data upon interrogation does not a have a provision to reject read requests (activated by the user in aida screens) while the function is writing data. The solution is to re-interrogate the implant, as requested by the error message.

Event description:
The aida files were corrupted. The files were visible on the screen but were not automatically saved as a message stated, "failed to save aida data. Please quit and re-interrogate." The device remains implanted.